Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photograph of the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2022, mentor re-evaluated the photo that was received of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in a tissue expander. Upon visual evaluation of the image provided in the complaint, the tissue expander was observed to have a tear on the union between shell and posterior patch. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that an unknown mentor tissue expander was observed to have a rent on the expander. With the information available, it is not known if the device failure occurred intraoperatively or post-implantation. No details about the patient, if applicable, were provided. For that reason, mentor is currently unable to assess any health/patient impact, and will report this event as a malfunction. Should any additional information be made available in the future, a supplemental report will be submitted.